Event description:
Information received notes that the patient presented not feeling well. Loss of capture was noted. The ventricular threshold was 3.25 v, 1.5 ms. Review of the long term threshold record showed that the thresholds varied between 2.25 v and 3.25 v. When autocapture was turned off and the pacing polarity was programmed to bipolar, the threshold measured at 2.75 v, 1.0 ms. The ventricular output was increased to 6.0 v. The patient was pacemaker dependent.